Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient's neurologist reported that patient passed away in his sleep, cause of death unknown, but providers think sudep. The representative reported that he happened to be in the office and decided to follow-up regarding how patient was doing since they were a newly implanted patient. He reports that neurologist then let him know that patient passed away. No other relevant information has been received to date.

Event description:
Provider reported patient had no other concurrent illness or diseases other than epilepsy. The patient was receiving treatment at the time of death. Provider listed cause of death as sudep but that this is unrelated to vns. Autopsy was not performed and no one witnessed the death. It is believed the patient had a seizure at time of death and he was found at home. Patient has had epilepsy since age 2-3 and has a history of nocturnal seizures. Patient averaged about 1-2 second generalized seizures per month. Patient did not have epilepsy surgery, history of drug or alcohol abuse or cardiac or respiratory problems. Patient was on oxcarbazepine, diazepam, and clobazam. The patient was compliant with aeds. No other relevant information has been received to date.